Event description:
Prior to a gastric bypass procedure, the device had a snapped 4-40 stud upon opening the sterile pouch. Another like device was used to complete the procedure. There was no patient consequence.